Manufacturer narrative:
The pipeline device was not returned for evaluation, as it remains within the patient. Based on the customer¿s photos, the clinical observation was confirmed. We are unable to definitively determine the cause for the reported experience. It is possible that the ¿moderate vessel tortuosity¿ may have contributed to the reported issue. Per our instructions for use (IFU), "do not use in patients in whom the angiography demonstrates the anatomy is not appropriate for endovascular treatment, due to conditions such as severe intracranial vessel tortuosity or stenosis.¿ all products are 100% inspected for damage and irregularities during manufacture. Mdrs related to this report: 2029214-2016-01067 2029214-2016-01068 2029214-2016-01069e. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during treatment of an aneurysm three pipelines did not open distally. It was reported that upon deployment of the first pipeline (ped-475-14) in the middle cerebral artery (mca), the distal segment of the pipeline would not open after unsheathing approximately 10 mm. It was reported that the pipeline device was re-sheathed more than 2 times. The device was removed from the patient and a new pipeline was attempted (ped-450-14); the second device attempted also did not open distally and was also resheathed more than 2 times. The device was removed from the patient and a new pipeline (ped-475-16) was then attempted; the third device also did not open distally. With the third device balloon angioplasty was performed and the device was well apposed to the vessel wall. It was further reported that there was some tortuosity in proximal ica that may have contributed to complexity and difficulty opening. Post angiographic showed partial thrombosis of aneurysm. No patient injury was reported. Dapt was administered and the pru level was 159. The max diameter was 3.5 mm and the neck diameter was 3 mm. The distal landing zone was 3.76 mm and the proximal was 5.00 mm. The patient had moderate vessel tortuosity.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.